Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds, high thresholds, diminished r-wave sensing and r-wave undersensing. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.